Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained architect hiv ag/ab combo reagent kit lot 65534be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect hiv ag/ab combo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65534be00. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 65534be00 was identified.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result for one patient generated on the architect i2000sr analyzer. The following data was provided: on (B)(6)2024, sid (B)(6): initial hiv result ran on the architect = 0.21 s/co (nonreactive) (customer¿s normal range: 0.00-0.99 s/co). Sample tested at another laboratory: hiv ag/ab screening = reactive, hiv-1 and hiv-2 antibody by particle agglutination (pa) method = positive, hiv-1/hiv-2 result = positive. The customer repeated the same sample from (B)(6)2024 (sid (B)(6) on the architect i2000sr using the same reagent lot and generated a result of 0.46 s/co (nonreactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36, with 510k/PMA/bla number bp090080.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result for one patient generated on the architect i2000sr analyzer. The following data was provided: on (B)(6)2024, sid (B)(6): initial hiv result ran on the architect = 0.21 s/co (nonreactive) (customer¿s normal range: 0.00-0.99 s/co). Sample tested at another laboratory: hiv ag/ab screening = reactive. Hiv-1 and hiv-2 antibody by particle agglutination (pa) method = positive. Hiv-1/hiv-2 result = positive. The customer repeated the same sample from (B)(6)2024, (sid (B)(6) on the architect i2000sr using the same reagent lot and generated a result of 0.46 s/co (nonreactive). There was no impact to patient management reported.